Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, it was noted that the procedure was performed in a fibroadenoma, therefore patient factors may have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current biopsy marquee instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a breast biopsy to remove a fibroadenoma, the health care provider reported that the needle allegedly got stuck in the lesion when attempting to remove from the breast. The hcp further reported that as the needle was pulled from the lesion the breast mass moved 5cm. A coaxial was not used during the procedure. There was no report of patient injury.